Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012351793 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with the 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.099 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0102 psig and in an acceptable range. In conclusion, the reported "native dilator/sheath compatibility " issue was not observed/reproduced with the returned sheath; however, the sheath did not pass returned product I nspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the dilator unlocked from the sheath when attempting to insert the system into the access site. The dilator was locked back into the sheath; however, when it was attempted again, to insert the system into the access site, the issue persisted. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.